Manufacturer narrative:
Na

Event description:
It was reported that the patient was placed on the ventilator for transport. The patient circuit "popped off" the connection port multiple times during the transport resulting in difficulty maintaining circuit pressure. The patient's spo2 level declined. The patient's status is unavailable.